Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. While in the left atrium (la), it was noted the clip was difficult to position over the valve and may have contacted the lateral wall. During positioning, the physician continued to apply m-knob. However, while doing so, it was observed the clip had jumped a little on the way down to the valve. The clip was successfully advanced into the left ventricle (lv), but while grasping, the echocardiographer noticed a pericardial effusion. The clip was then deployed on the mitral valve, reducing mr to a grade of 3-4. The mitraclip devices were removed, and the patient underwent an open operation in order to resolve the pericardial effusion. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning appears to be related to procedural conditions (contact with the lateral wall during positioning). The reported unintended movement appears to be a cascading event of the difficult or delayed positioning. The reported pericardial effusion appears to be a cascading event of the unintended movement. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.